Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced transient r-wave undersensing during a supraventricular tachycardia episode was noted on the implantable cardioverter defibrillator. The undersensing was recorded on an electrogram. No electrical anomalies were noted during testing and no programming changes were made due to very low amplitude r-waves. The patient was stable and would continue to be monitored.